Event description:
Customer reported a popping sound, and an error stating the disk is full, and is unable to add any patients . No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the single board computer and associated hardware. System operates as intended. (B) (4).